Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated the skin graft mesher. The skin graft mesher was manufactured on may 22, 2015, is over 1 year old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks. The latching pins engage as intended. The comb was significantly deformed. The roller gear was worn. The ratchet appeared to ratchet normally. The test mesh with the customer's mesher was unable to be performed due to the nature of the comb. The 1.5:1 ratio cutter had nicks to the blades. It was tested with the qa mesher and ratchet and failed. The 2:1 ratio cutter had nicks to the blades throughout. It was tested with the qa mesher and ratchet and passed. The 3:1 ratio cutter had nicks to the blades. It was tested with the qa mesher and ratchet and passed. The 4:1 ratio cutter had nicks to the blades. It was tested with the qa mesher and ratchet and failed. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged comb and ball detent. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was significantly deformed. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was significantly deformed. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device had a bent comb during surgery. No patient involvement. No adverse events have been reported as a result of the malfunction.